Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "status 51" on the monitor screen. After several tests were conducted by the clinician, the device displayed error message codes "status 66" and "status 93" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.